Manufacturer narrative:
One truepass suture passer, self-capture device and two (intact) truepass needle, single pack, sterile needles from the same box as the 3 broken needles were returned (broken needles were not). The device was inspected visually for damage that could have contributed to the failure. None was found, though wear was observed at the exit point of the volcano which could indicate the device had been dry-fired significantly. Measurement of the unused needles returned with the device found all dimensions inspected to be within specification. The two returned needles were then also used to pass sutures through synthetic rotator cuff 20 times each without any failure. At this point no root cause for the observed failures can be identified. A review of the device history records was performed which confirmed no inconsistencies. No other complaint for the truepass device lot on file. The needles batch lot was not provided. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using truepass needles, single pack, sterile bx 5 when passing suture, the needle tip broke. Truepass needles broke at the notch during the case. It was confirmed that all the pieces were removed from the patient. There was a procedural delay of two hours.